Event description:
Reported as "iabp shutdown, no alarms". It was reported that after initiation of pumping in the cath lab, the iabp shut down with no alarms preceding the event. As a result, the pump was swapped out for another. No patient harm or injury or delay in therapy. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "iabp shutdown with no alarms" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation according to the field service report, the biomed replaced the battery and returned the pump to service. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Event description:
Reported as "iabp shutdown, no alarms". It was reported that after initiation of pumping in the cath lab, the iabp shut down with no alarms preceding the event. As a result, the pump was swapped out for another. No patient harm or injury or delay in therapy. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.